Manufacturer narrative:
P-cap locked in place properly during testing. Unit was received without original battery cap. Proceeded by using a new battery cap and a new battery. Unit powered up properly after battery installation. Unit was downloaded successfully using thump software. Proceeded with the following testing to assure proper functionality of the unit. Pump passed sleep current measurement, active current measurement and self test. No blank display, low battery alarms or unexpected battery power loss noted during testing. Unit functioned properly. During download history review, no relevant alarms were recorded to confirm complaint code. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No abnormal behavior during download history review. Proceed it by cutting unit open and perform a visual inspection on electronic assemblies and connectors. All connectors were plugged in properly. However, moisture damage noted on electronic assemblies during visual inspection. Component j7 on pcba1 was found corroded. Unit was also received with scratched case and pillowing keypad overlay. In conclusion, customer concern was not confirmed during testing. Unit powered up properly after battery installation and new battery cap. Unit was tested successfully and no battery related anomalies were noted. However, during deconstructive analysis, moisture damage was noted on component j7 on pcba1, possibly causing an intermittent short. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump not turning on. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer called back after receiving a new battery cap. Customer inserted a new battery with the new cap but display did not return. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.